Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient reported the infusion sets came with the plastic tubes broken event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city(B)(6). Patient country: spain.